Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information received: the patient had surgery on tuesday, (B)(6) 2025. The surgery was performed by a neurosurgeon to remove a spinal cord stimulator, place spacers and fuse levels of l2-l5. The surgery finished late tuesday evening. By wednesday mid day, the patient was having severe itching and requested benadryl. The day nurse got orders for steroids & benadryl. By wednesday evening, the patient wanted to "rip my skin off". On thursday, the patient saw the surgeon who removed bandages and stated to the patient that they had a reaction and to take a shower when they got home to rinse as much of the adhesive off of the skin. Prednisone, hydroxyzine and benadryl were ordered to take at home. On friday home health nurse called and pics were sent in to the surgeon and the patient was told to see the surgeon on monday. On monday, the patient saw the surgeon at his office and he removed the mesh that was overlying each incision and replaced it with steri-strips. The patient was told it should get better but that they must have reacted to the glue used with the mesh. The patient is at 8 days post op and there is no change in the reaction. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the product used dermabond? Or prineo? Or a different adhesive? Are there any photos available? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide the following information on the authorization to use or disclose information form attached: your surgeon¿s name, email, phone number, address your signature please scan the signed form and email back to ethicon.

Event description:
It was reported by the patient that they underwent a lumbar spondylolisthesis surgery on (B)(6) 2025 and a topical skin adhesive was used. Post-operatively, the patient developed severe itching and was treated with steroids and benadryl. On thursday morning, during a post-operation check-up, the surgeon removed the mesh over each incision and replaced it with steri-strips, noting a reaction to the glue. Eight days post-op, there was still no improvement in the reaction, and the patient remained concerned about scratching and the risk of secondary infection. Additional information was requested.